Event description:
It was reported that the caller states patient has incontinence and wants to use the purewick system. Sometimes it works well. Discussed troubleshooting leaks and placement of the wick and the vent hole. Discussed placement of the tubing, the canister and the wick. Discussed pressing the adhesive down firmly, that there shouldn't be any creases or bubbles in the adhesive once applied. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared)

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code (unknown purewick capital), the fmea of both drydoc 1.0 and 2.0 is considered. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. Corrections made to tab(s) d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calles states patient has incontinence and wants to use the purewick system. Sometimes it works well. Discussed troubleshooting leaks and placement of the wick and the vent hole. Discussed placement of the tubing, the canister and the wick. Discussed pressing the adhesive down firmly, that there shouldn't be any creases or bubbles in the adhesive once applied. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).